Event description:
A pt reported experiencing inaccurate low results with a otbe meter. The pt's blood glucose results were 118mg/dl (meter), 169mg/dl (lab). Tests were done within <10 minutes with a difference of 22%. Pt did not experience any adverse events. No further info has been reported. Note - venous blood was used on the one touch basic enhanced meter. Customer cleaning meter with alcohol. This info was provided in the potential medical tab.